Event description:
The user discovered questionable ion selective electrode (ise) potassium results for one patient sample from the cobas c501 analyzer serial number (B)(4). The initial results were 3.4 mmol/l and 3.52 mmol/l which was reported outside the laboratory. On (B)(6) 2011, the doctor questioned the result as he thought should be higher. The user replaced all the electrodes and ise reagents and recalibrated the ise assays. The user then repeated testing of the patient sample and the result was 4.13 mmol/l. The result was corrected. The user then repeated testing on other samples originally tested on (B)(6) 2011 and the results were higher. Of the data provided, the results for 14 additional patient samples were discrepant. All repeat testing was performed on (B)(6) 2011. The following patients were originally tested on (B)(6) 2011. Patient sample 2 initial result was 3.39 mmol/l and the repeat result was 3.88 mmol/l. Patient sample 3 initial result was 4.19 mmol/l and the repeat result was 4.69 mmol/l. Patient sample 4 initial result was 3.83 mmol/l and the repeat result was 4.30 mmol/l. Patient sample 5 initial result was 3.10 mmol/l and the repeat result was 3.52 mmol/l. Patient sample 6 initial result was 3.43 mmol/l and the repeat result was 3.94 mmol/l. Patient sample 7 initial result was 3.48 mmol/l and the repeat result was 3.94 mmol/l. Patient sample 8 initial result was 4.64 mmol/l and the repeat result was 5.06 mmol/l. The following patients were originally tested on 05/25/2011. Patient sample 9 initial result was 3.79 mmol/l and the repeat result was 4.26 mmol/l. Patient sample 10 initial result was 3.39 mmol/l and the repeat result was 3.83 mmol/l. Patient sample 11 initial result was 3.95 mmol/l and the repeat result was 4.37 mmol/l. Patient sample 12 initial result was 3.31 mmol/l and the repeat result was 3.75 mmol/l. Patient sample 13 initial result was 3.05 mmol/l and the repeat result was 3.55 mmol/l. Patient sample 14 initial result was 3.59 mmol/l and the repeat result was 4.21 mmol/l. Patient sample 15 initial result was 2.84 mmol/l and the repeat result was 3.47 mmol/l with a data flag. All initial results were reported outside the laboratory and corrected reports were issued with the repeat result. The user did not know and could not find out if any patients were adversely affected. Upon evaluation of the analyzer, the field service representative determined there was a broken line on the rinse mechanism and replaced the line. To verify the analyzer operation, the user ran calibration and quality control with all results within specification.